Manufacturer narrative:
B5: it was reported during follow up that antibiotic treatment modality for peritonitis was intravenous. It was reported that the patient was not improving therefore their pd catheter was removed and hemodialysis was started. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid, pain and malaise. The same day as the onset of cloudy fluid, the patient presented to the hospital and was prescribed ceftazidime (dose, route, frequency and duration were not reported) for the event and returned home. Two days after the event onset, the patient experienced pain and malaise, was hospitalized and antibiotic treatment was changed to cefotaxime (dose, route, frequency and duration were not reported). The cause of the event was not reported. Five days after the event onset, the patient began treatment with meropenem (1g, intraperitoneal at night, duration were not reported), ciprofloxacin (intraperitoneal, 200 mg 12/ 12 hours for seven days) and fluconazole (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #2 is being corrected from blank to 05/12/2021.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient also experienced abdominal pain and the peritonitis and the cause of the event was a breach in aseptic technique described as pd therapy performed in a house with "poor conditions". It was not reported if the patient was retrained on the proper aseptic technique. At the time of this report, the patient never showed recovery and maintained peritonitis symptoms. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.